Manufacturer narrative:
The reported field event was verified in the laboratory. The analysis indicted the output circuitry of the device was damaged. It is believed that the leads arced causing a low impedance path that resulted in damage to the output circuitry. The device was tested on the bench and on the automated electrical system. All low voltage device functions were normal.

Event description:
It was reported that patient received an alert for output circuit damage. No episodes of aborted therapy were seen. Two weeks later, the device went into backup mode when the patient was externally defibrillated. The patient had been on a life vest since implant. The physician was aware of a competitor hv lead issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes the device was explanted and replaced.